Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) was inflated and the stent did not fully expand. The sds was inflated to 10-12 atm, when the balloon ruptured causing a dissection from the mid to proximal rca. A stent was used to treat the dissection.